Event description:
It was reported the patient was told their first implant would last 5 years but didn¿t. It was noted the reason was unknown. (B)(4). Additional information has been requested but was no yet available at the time of report.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot# j0337708v, implanted: (B)(6) 2003, product type lead; product ID 3487a-56, lot# j0340609v, implanted: (B)(6) 2003, product type lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4).